Event description:
It was reported that prior to implant, the device could not be interrogated and neither telemetry b or c could be established. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies found; however, the visual inspection revealed outer insulation breched/cut and infiltration of blood to the lead.

Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion could not be determined.

Event description:
It was reported the lead was attempted but not used due to high thresholds and a non-operational helix. No patient complications resulted from this event. Model d164awg text was previously reported on initial report.